Event description:
The customer reported no flow output when powered on. The customer reported no patient involvement.

Manufacturer narrative:
Date of report: 09sep2018. Date of manufacturer: 14may2018. The cpu board was also replaced to resolved the reported issue. The cpu board was returned and tested for failure investigation, no failures were identified.